Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm while attempting to deliver a quick bolus. Customer had elevated blood glucose levels (340 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.